Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the evis lucera bronchofibervideoscope had air/water leakage. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the suction tunnel that was removed. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to a pinhole in the biopsy channel. The perforation was caused by endotherapy accessories. It was also noted that there was blurred/foggy image due to invasion of moisture into the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.